Event description:
It was reported that the bd alaris smartsite gravity set was damaged / defective. The following information was provided by the initial reporter: ICU team discovered that these gravity sets are leaking. On inspection it was found that the ports are oval instead of the usual round. It seems to be affecting the tightness of the connection and causing leakage. Additional information received from the customer: please confirm how the fault was identified? Seen by clinician. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During priming/set up. Please confirm the condition of the storage ¿ temperature, humidity etc? In hospital, low temp. Was there any patient harm? No.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: three 41173e-0006 samples were received for investigation; two of the samples were received without packaging, and the other was received in sealed packaging from lot 25065572. The customer reported that "ICU team discovered that these gravity sets are leaking. On inspection it was found that the ports are oval instead of the usual round. It seems to be affecting the tightness of the connection and causing leakage". Visual inspection of the returned samples confirmed the customer's experience, as all of the smartsites on the sets were oval in shape. The samples were subjected to a flush through, which confirmed the customer's experience; in each instance leakage was observed from the smartsite piston. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 25065572 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.